Manufacturer narrative:
Analysis of the suspected device confirmed the reported issue, the smartview connect is unable to fully initialize in 1.02.1 float prod, it is then impossible to pair with and imd and to use it. The review of provided data permit to establish a root-cause for the reported issue. In traces before pairing, we see a lot of back button pressed, which can creates multiple instances of pairing transmission activity. A pairing attempt is launched on (B)(6) 2024 15h52:22s and finished on (B)(6) 2024 8h52:18s but some pairing transmission activities are still running, we can see it during self diagnostic process. The error screen is seen by the user, it clicks on the button acknowledging the error then a check-in (com with bo server) is launched. However, once the check in has successfully sent all the traces/logs files the pairing transmissions activity caught the event and act like the pairing has been performed (it ends when files are sent to the user). Pit activity is opened, however it should not happen because the device is not yet paired. The issue is induced by the user clicking multiple times on back button in instruction activity. However, the crash happens because a value is not yet initialized which does not happen when the device is paired properly. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, during light on of the smartview connect and after "just moment" was displayed, the screen is black. The device was reboot but it did not change anything. Tt: 103309.

Manufacturer narrative:
Investigation not finished yet.

Event description:
Reportedly, on (B)(6) 2024, during light on of the smartview connect and after "just moment" was displayed, the screen is black. The device was reboot but it did not change anything. Tt: (B)(4).